Event description:
It was reported the right ventricular (rv) lead had an elevated sensing integrity count. Also the rv lead impedance was gradually increasing and ranged from 700 to 1168 ohms and there was an elevated threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed a resistance/impedance increase and weekly pace impedance trend data shows an increase for max rv pace equal to 720 to 1168 ohms range between (B)(6)-2010 and (B)(6)-2012.

Event description:
It was further reported the rv lead had a high threshold. The rv lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the partial lead in segments lead was returned, analyzed and no anomalies were found. It was noted that there was apparent explant damage.